Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.

Event description:
When measuring for a distal locking screw for a long gamma procedure short screw gauge 1806-0480 was used. Measurement was double checked on ii. A 60mm locking screw was opened and it became obvious the screw was too long. The surgeon measured again and again it showed 60mm. Alternative measures were attempted to get a correct measurement i.e. Marking a known length guide wire with an artery clamp. A second screw was opened and an incorrect size was again used. The surgeon and scrub took the gauge to one side and noted that even when it was fully closed (0mm) the sleeve was indicating a length of 30mm. We then opened a 30mm locking screw which was correct. I took a photo of the instrument against a ruler to check against loan kits in the office, and was able to confirm that the wrong depth gauge is on that kit, despite the depth gauge sleeve showing the correct part number. Two subsequent screws opened, and alternative measuring device was used to determine final and correct screw length.